Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kits were reviewed, and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device. The adc device detached prematurely and the customer was unable to obtain readings and monitor glucose levels. As a result, the customer experienced a loss of consciousness. The customer was able to self-treat with glucose tablets after regaining consciousness. There was no report of death or permanent injury associated with this event.